Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and a visual inspection, it was observed that the ligator housing was unpackaged and the slack had not been taken up. Based on these conditions, it is believed that the device was not used during the procedure. Additionally, the trip wire was found to be kinked. No other problems with the device were noted. The reported event of bands unable to deploy was not confirmed. The trip wire was found to be kinked. This failure likely occurred due to the way the device was handled and manipulated, which may have contributed to the reported issue. Excessive manipulation of the device without adequate care could have induced the defect observed. Therefore, the most probable root cause of this complaint is no problem detected.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2025. During the procedure, even though the handle was rotated, it did not release the bands and simply kept spinning. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2025. During the procedure, even though the handle was rotated, it did not release the bands and simply kept spinning. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.